Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Customer will continue to use current pump.